Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 350 mg/dl and diabetic ketoacidosis (dka, ketone level 1.9). The customer was treated with an insulin drip, fluids mixed with sugars and oxygen. The cause of the high bg was not known. After 6 hours, the customer left the ER with a bg of 147 mg/dl and the customer was feeling better.